Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: snaring of dislodged stent. Device issue: stent dislodgement. It was reported that the stent dislodged while was trying to pace it on the perforation and was lost in the coronary; however, the stent was retrieved using a snare device. The procedure was completed using prolonged balloon inflation. No additional event or patient information is available.

Manufacturer narrative:
.